Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that during a vitrectomy procedure the vitrectomy probe stopped cutting. The probe primed and tested normally. The surgeon confirmed under the microscope that he cutting port was not closing. The case was completed using an alternate vitrectomy probe. There was no patient impact. Additional information has been requested and received.

Manufacturer narrative:
One 25ga probe sample was returned for evaluation for the report of the probe stopped cutting. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming. The needle is bent at the stiffener sleeve approximately 15 degrees. Actuation testing was performed and deemed nonconforming. The cutter will not actuate due to the bent condition of the probe. Cut testing was performed and deemed nonconforming. No cut and no sight of cutter. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. No wear at the bend area of the inner cutter. O-rings, spacers, diaphragm, and spring were all intact. The complaint evaluation confirms the probe did not actuate. During the evaluation, the probe sample also had a cut issue. The root cause for the probe not functioning correctly is due to the bent needle and severely bent inner cutter. The exact reason on when and how the needle and inner cutter became bent cannot be determine from this evaluation. A bent needle and bent inner cutter will cause interference between the two components and result in an actuation and cut failure. The manufacturer internal reference number is: (B)(4).